Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, 8n station not responding and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that all drawers on the main and tower were not detected on the bus. A field service engineer (fse) had isolated the auxiliaries and individual drawers. The fse then reconnected each auxiliary and individual smart drawer back into the circuit. The fse also replaced the pyxibus cable on the main and auxiliary units. The system functioned as intended after the field service engineer repaired the device.